Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly and hyperglycemia. The customer reported blood glucose value of 740 mg/dl. The customer reported hyperglycemia was treated with IV insulin drip (intravenous insulin infusion), discontinue use of insulin delivery system, ems/ambulance/ER visit, hospitalization, insulin pump (subcutaneous insulin infusion). The diabetic ketoacidosis was treated in hospital. The event involved product(s) mmt-1781kl. Troubleshooting was performed. Customer reported high blood glucose and under delivery. Customer has been using the insulin pump system within 48hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. The customer pump passed the hp test. No further patient complications were reported. No product return is required for mmt-1781kl. It was unknown whether the customer will continue or discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.